Event description:
It was reported that the device failed occlusion test 3 times. The device alarmed cassette not attached properly. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed occlusion test 3 times. The device alarmed cassette not attached properly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed and cassette not attached properly alarm was not confirmed. Probable cause was downstream occlusion (dso) seal is damaged and may be causing contact problems causing the occlusion errors. Upon further investigation, found downstream occlusion (dso) seal is damaged and upstream occlusion (uso) seal was damaged. Replaced dso seal and uso seal. Device pass all testing criteria.